Event description:
Re manufacturer report # 2126677-2025-00003 failed to report that injury occurred on (B)(6) 2024 when the aippp lateral positioning bar unexpectedly collapsed due to broken rotational lock lever. Gehti/gems replaced the broken lock lever on (B)(6) 2024 and then destroyed or disposed of the replaced parts before any failure analysis was done thereby intentionally destroying valuable evidence of the cause of injury to a child.